Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD), implanted for approximately 59 months, reported that the device was emitting beeping tones.